Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention in the aortic position due to unknown reasons. During the procedure the patient also underwent transcatheter valve-in-valve intervention in the mitral position. The disabled 21mm aortic valve was implanted for approximately eight (8) years, six (6) months at the time of the procedure. The patient is noted as being discharged.